Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at 2.007 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that patient needed to update her ID card. Also, patient's healthcare professional (hcp) wanted her to use the patient programmer (ptm ) to read what her next refill date would be and she did not know how. Patient said she had moved, had a new hcp and did not take her ptm with her for the last refill. Incorrect refill date was displaying on ptm. Ptm was used after the most recent refill. Patient had been successfully getting boluses since her (B)(6) 2019 refill. Patient confirmed the last refill date was correct on the ptm but the next refill date showed as: (B)(6) 2019. Troubleshooting did not resolve the event: 3xday, 1x480m and 3x 24h. During the call patient reported her boluses didn't work to help her pain. Patient had switched everything around, her oral medications and the pump medications, he just switched the medication in the pump in (B)(6) playing around with the medication trying to figure out what was going on, everything was kind of up in the air. No out of box failure reported. No medical or therapy problem associated with small parts was not reported. No further complications were reported. Additional information was received via a consumer. The ptm showed her pump refill date to be (B)(6) 2019 and her last refill was (B)(6) 2019. The patient had a bolus adjustment appointment on (B)(6) 2019. The patient was allowed three boluses per day of 1.5 mg morphine. It was further reported that the pump was alarming. A single tone alarm every hour on the 54th minute was being heard. The date of the event was (B)(6) 2019. The pump was currently administering morphine of unknown concentration at a dose rate of 2.0007 mg/day. No patient symptom was reported. The patient was to follow-up with their healthcare provider. Additional information was received from a healthcare professional (hcp). It was reported that the cause of incorrect refill date on patient programmer (ptm) and bolus not helping was not determined. The manufacturer explained to patient how to read ptm date. No further complications were reported. Additional information was received from a consumer on (B)(6) 2019. It was reported that the patient's pump went empty in (B)(6) 2019 as the patient didn't get a refill in time. She heard the "regular" alarm first, then the "emergency" alarm went off for about a week. When she went in for a refill, they only withdrew blood from the pump because the pump was empty. No further complications were reported.